Manufacturer narrative:
Conclusion: the analysis and investigation is in progress. A supplemental report will be submitted after completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the jar was broken and leaking on an avalus valve. A new valve was used instead. The device was inspected prior to use, and the procedure was not delayed as a result of the issue. It was reported that the valve was stored in a storage, in the operating room and did not appear damaged upon arrival. There was no patient involved.

Manufacturer narrative:
H6: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the tear-away seal on the outer packaging was received broken. The outer packaging showed an indentation on one of the corners. Upon opening the outer packaging, amber glutaraldehyde stains were noted at the bottom of the inside of the box with nearby shards of glass. The packaging inserts were stiff and displayed amber-colored glutaraldehyde stains. Both yellow safety seals on the jar were broken. The jar label was wavy from liquid damage. The jar appeared shattered with multiple cracks along the circumference of the jar. Dried, crystallized glutaraldehyde was observed on the jar label. Jar was void of solution. Shards of glass were found at the bottom of the jar. Lid was removed; cracks were observed on the threads. Pieces of the top of the jar were adhered to the gasket of the lid. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. H3: device evaluated? Updated h6: coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.